Manufacturer narrative:
(B)(4). If implanted; give date: unknown/not provided. If explanted; give date: not applicable as the iol remains implanted in the patient's operative eye. Initial reporter phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during post-operative examination, a patient reported of experiencing high amount of halos and glares with the intraocular lenses, model zxr00. Reportedly, the patient is also observing (ring) in periphery of right eye (od). The post-op visual acuity was reported to be ok. It was noted that the device is not available for investigation. There were no surgical interventions required and as of now doctor is not planning to perform an explant. Visual acuity pre-operative: 6/36, n/24, visual acuity post-operative: 6/9, n/8 r[s-0.50, c-0.50] l[s-0.50, c-0.50]. No additional information was provided. The patient had bilateral lens implant and this report pertains to the patient's right eye (od). A separate report is being submitted for the patient's left eye (os).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no similar complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.